Manufacturer narrative:
(B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), was the correct post-op protocol followed, did the patient experience any slips, trips or falls prior to the revision, how long after the primary surgery did the reported pain start, what is the patient's activity level and weight, and an update on the patient post revision was requested in order to progress with the investigation of this event. The reporter confirmed that this information could not be provided, and so the scope of the investigation was limited. The reporter also stated that the surgeon had removed multiple osteophytes, and had hypothesised that the issue was a patient reaction rather than due to the implants. The appropriate device details were provided, and the manufacture records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and liner after approximately 6 years and 3 months due to pain and impingement. Please note: the trinity biolox delta ceramic liner associated with the reported event is not cleared for sale / distribution in the USA, and this event occurred outside the USA.

Event description:
Trinity revision of the biolox delta ceramic head and liner after approximately 6 years and 3 months due to pain and impingement. Please note: the trinity biolox delta ceramic liner associated with the reported event is not cleared for sale/distribution in the USA, and this event occurred outside the USA.

Manufacturer narrative:
(B)(4) - final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), was the correct post-op protocol followed, did the patient experience any slips, trips or falls prior to the revision, how long after the primary surgery did the reported pain start, what is the patient's activity level and weight, and an update on the patient post revision was requested in order to progress the investigation of this event. The reporter confirmed that this information could not be provided, and so the scope of the investigation was limited. The reporter also stated that the surgeon had removed multiple osteophytes, and had hypothesised that the issue was a patient reaction rather than due to the implants. The appropriate device details have been provided, and the relevant device manufacturing records have been identified and reviewed. The review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the event. Based on the available information, the root cause of the reported event could not be determined. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those place on the market in the USA, however this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.